Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 21-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the patient developed a hematoma on their back right side. The patient was taken to the operating room, where the hematoma was treated. Support continued with the implanted pump, however, the patient later developed an infection around their access site. The patient was given unspecified antibiotics to treat the infection. Support was maintained throughout the event.

Manufacturer narrative:
The investigation for the reported access site bleeding, infection/sepsis and placement signal issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the infection was patient condition related and the relation to impella is unknown. The cause of the positioning issue was use issue since the false alarm occurred during the manipulation of the impella graft during procedure. The root cause of the access site bleeding issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.